Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon the reported event was confirmed due defective printed circuit boards set. It was also noted the top cover is bent, and signs of moisture invasion on front panel. There was also bent video connector pins and the software (sw) needs to be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the video processor did not display an image when connecting to the scope. The event occurred while in preparation for usage in an unspecified procedure. The physician switched out the device to complete the procedure without further incident. There was no reported death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board/patient board set and bent video connector pin could not be identified. Olympus will continue to monitor field performance for this device.